Event description:
Caller states neonate patient received result of 72 mg/dl on the inform system and 43 mg/dl on lab result within 10 minutes. Patient was treated with an IV (contents unknown) for hypoglycemia based on lab value. Requested return of suspect device and replacement was sent.